Event description:
Company representative reported with an issue of "defect on the desk / improper insertion of treatment tool ", forceps adjustment is malfunctioning". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported as a result of the reported issue. Device evaluation found the adhesive around light guide ( lg) lens (insertion section) is peeled. The adhesive part of the lighting lens has come off. There is a gap in the glued end / dirt has entered the lens through the gap. This report is being submitted due to the finding of peeled adhesive of the lg lens (insertion section) during device evaluation (stain/dirt entered inside the lens through the gap).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation noted the reported issue of "defect on the desk / improper insertion of treatment tool ", forceps adjustment is malfunctioning" was not reproduced, not confirmed. However, device evaluation found stretched angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The forceps channel port found shaved. Due to damage, forceps control lever does not move smoothly. In addition, inspection found the adhesive around light guide (lg) lens (insertion section) is peeled. The adhesive part of the lighting lens has come off. There is a gap in the glued end / dirt has entered the lens through the gap. There is a chip in adhesive area between distal end and light guide cover. Additionally, the following defects were identified during device inspection: scratch noted on grip, forceps elevator lever, up/down , right/left knob, control unit, switch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.